Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and variations in r-wave sensing. Additionally, unspecified rv lead helix rotation issues were observed and confirmed by fluoroscopy. The rv lead was not used and replaced during the procedure. There were no patient consequences.